Event description:
The pt was implanted with biventricular support. A pump exchange was reported by device tracking form. The reason for exchange noted: "thrombus".

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.